Manufacturer narrative:
The event product was returned to applied medical for evaluation with one rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic prostatectomy. Incident description: "the instrument seal inside of the seal housing torn and a piece fell through the trocar cannula into the lower right quadrant of the abdominal cavity. The piece was recovered and removed." The instrumentation that was used through the trocar. The instruments passed through this trocar during the case were a bowel grasper, reusable clip applies with hem-o-lok clips, needle drivers with sutures, and an anchor retrieval bag. Type of intervention: the piece was recovered and removed. Patient status: no patient injury.